Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No patient complications postoperatively. No device malfunction suspected. The explanted devices were not returned as they were disposed by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) /(B)(6). Batch: (B)(6) /(B)(6).